Manufacturer narrative:
(B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30902260l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered a heart block and required a temporary pacemaker implantation. Heart block event. Atrioventricular (av) block occurred in plsvc (persistent left superior vena cava) when conducting an ablation in the plsvc os (persistent left superior vena cava sinus ostium). Temporary pacemaker implantation was performed. Pmi is planned. The physician's opinions on the relationship between the event and the product was that the ablation may have conducted near the his. Because there were also anatomical abnormalities, his was being pushed down. Additional information was received. The adverse event was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was patient condition and procedure related. Temporary pacemaker was inserted. Outcome of the adverse event was unchanged.